Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have been over delivering medication. It was reported that the patient was not feeling well and had vomited. It was reported that the pump would be exchanged. No additional adverse effects were reported.